Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and reproduced during eval. It was determined that the alarm was caused by a loose link screw. The condition was eliminated during eval by adjusting the link screw with the door performing as expected. The link screws have been replaced.

Event description:
During baxter's functional testing, a spectrum pump alarmed door not fully latched. Any pt injury is unk as this was found during baxter's testing.